Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure had migrated into the right hemipelvis/device was located in the omentum") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 5 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced complication of device insertion ("second attempt to place essure was made but was unsuccessful"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), rash ("rashes"), metrorrhagia ("spotting between menses"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and skin discolouration ("skin discoloration"). The patient was treated with surgery (on (B)(6) 2013, essure coil and a surrounding segment of the omentum was removed from the abdomen). At the time of the report, the device dislocation, complication of device insertion and skin discolouration outcome was unknown and the genital haemorrhage, arthralgia, teeth brittle, rash, metrorrhagia, pelvic pain, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, complication of device insertion, device dislocation, genital haemorrhage, metrorrhagia, pelvic pain, rash, skin discolouration and teeth brittle to be related to essure. The reporter commented: due to the failure of essure on the right, on or around (B)(6) 2012, a second attempt to place essure was made but was unsuccessful. The plaintiff still has the essure device surgically implanted in her left side fallopian tube. Plaintiff still has the essure device surgically implanted in left fallopian tube. Diagnostic results: on (B)(6) 2012: hysterosalpingogram - showed occlusion of the left fallopian tube but that the right tube was patent and the essure coil had migrated into right hemipelvis. On (B)(6) 2013: laparoscopy: two filshie clips were placed on the left fallopian tube. The right tube was cauterized since there was no essure coil found in the tube. The right essure device was located in the omentum. The omentum was then pulled down into the pelvis, and the essure coil and a surrounding segment of the omentum was removed from the abdomen. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received - new event "heavy bleeding, spotting between menses, pelvic pain, abdominal pain, severe cramping, skin discoloration" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device broke and is still in her uterus') and device dislocation ('her right essre device migrated and was found in the omentum /essure had migrated into the right hemipelvis/device was located in the omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012: hysterosalpingogram - showed occlusion of the left fallopian tube but that the right tube was patent and the essure coil had migrated into right hemipelvis. On (B)(6) 2013: laparoscopy: two filshie clips were placed on the left fallopian tube. The right tube was cauterized since there was no essure coil found in the tube. The right essure device was located in the omentum. The omentum was then pulled down into the pelvis, and the essure coil and a surrounding segment of the omentum was removed from the abdomen. Concurrent conditions included allergy to metals. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced complication of device insertion ("second attempt to place essure was made but was unsuccessful"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), rash ("rashes"), metrorrhagia ("spotting between menses"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), skin discolouration ("skin discoloration"), migraine ("migraines"), headache ("headache"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (on (B)(6) 2013, essure coil and a surrounding segment of the omentum was removed from the abdomen). Essure was removed. At the time of the report, the device breakage, device dislocation, complication of device insertion, skin discolouration, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown and the genital haemorrhage, arthralgia, teeth brittle, rash, metrorrhagia, pelvic pain, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, metrorrhagia, migraine, pelvic pain, rash, skin discolouration and teeth brittle to be related to essure. The reporter commented: due to the failure of essure on the right, on or around (B)(6)2012, a second attempt to place essure was made but was unsuccessful. The plaintiff still has the essure device surgically implanted in her left side fallopian tube. Plaintiff still has the essure device surgically implanted in left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device broke and is still in her uterus') and device dislocation ('her right essre device migrated and was found in the omentum /essure had migrated into the right hemipelvis/device was located in the omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced complication of device insertion ("second attempt to place essure was made but was unsuccessful"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), rash ("rashes"), metrorrhagia ("spotting between menses"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), skin discolouration ("skin discoloration"), migraine ("migraines"), headache ("headache"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (on (B)(6) 2013, essure coil and a surrounding segment of the omentum was removed from the abdomen). Essure was removed. At the time of the report, the device breakage, device dislocation, complication of device insertion, skin discolouration, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown and the genital haemorrhage, arthralgia, teeth brittle, rash, metrorrhagia, pelvic pain, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, metrorrhagia, migraine, pelvic pain, rash, skin discolouration and teeth brittle to be related to essure. The reporter commented: due to the failure of essure on the right, on or around (B)(6)2012, a second attempt to place essure was made but was unsuccessful. The plaintiff still has the essure device surgically implanted in her left side fallopian tube. Plaintiff still has the essure device surgically implanted in left fallopian tube. Diagnostic results: on (B)(6) 2012: hysterosalpingogram - showed occlusion of the left fallopian tube but that the right tube was patent and the essure coil had migrated into right hemipelvis. On (B)(6) 2013: laparoscopy: two filshie clips were placed on the left fallopian tube. The right tube was cauterized since there was no essure coil found in the tube. The right essure device was located in the omentum. The omentum was then pulled down into the pelvis, and the essure coil and a surrounding segment of the omentum was removed from the abdomen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : new reporter information was added. New events added device breakage, migraines, headaches, hypersensitivity, autoimmune disorder. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device broke and is still in her uterus') and device dislocation ('her right essre device migrated and was found in the omentum /essure had migrated into the right hemipelvis/device was located in the omentum') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012: hysterosalpingogram - showed occlusion of the left fallopian tube but that the right tube was patent and the essure coil had migrated into right hemipelvis. On (B)(6) 2013: laparoscopy: two filshie clips were placed on the left fallopian tube. The right tube was cauterized since there was no essure coil found in the tube. The right essure device was located in the omentum. The omentum was then pulled down into the pelvis, and the essure coil and a surrounding segment of the omentum was removed from the abdomen. Concurrent conditions included allergy to metals. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced complication of device insertion ("second attempt to place essure was made but was unsuccessful"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy bleeding"), intermenstrual bleeding ("spotting between menses"), rash ("rashes"), hypersensitivity ("hypersensitivity"), headache ("headache"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), skin discolouration ("skin discoloration"), migraine ("migraines") and autoimmune disorder ("autoimmune"). The patient was treated with surgery (on (B)(6) 2013, essure coil and a surrounding segment of the omentum was removed from the abdomen). At the time of the report, the device breakage, device dislocation, hypersensitivity, complication of device insertion, headache, skin discolouration, migraine and autoimmune disorder outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage, intermenstrual bleeding, rash, arthralgia and teeth brittle had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, intermenstrual bleeding, migraine, pelvic pain, rash, skin discolouration and teeth brittle to be related to essure. The reporter commented: due to the failure of essure on the right, on or around (B)(6) 2012, a second attempt to place essure was made but was unsuccessful. The plaintiff still has the essure device surgically implanted in her left side fallopian tube. Plaintiff still has the essure device surgically implanted in left fallopian tube. (B)(6) 2013: procedures: laparoscopic tubal ligation using fulguration on the right tube and filshie clips x 2 on the left tube, removal of essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: mr received: reporter was added. No new clinically significant information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure had migrated into the right hemipelvis/device was located in the omentum") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 3 months 5 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced complication of device insertion ("second attempt to place essure was made but was unsuccessful"). On an unknown date, the patient experienced arthralgia ("joint pain"), teeth brittle ("brittle teeth") and rash ("rashes"). The patient was treated with surgery (on (B)(6)2013, essure coil and a surrounding segment of the omentum was removed from the abdomen). At the time of the report, the device dislocation and complication of device insertion outcome was unknown and the arthralgia, teeth brittle and rash had not resolved. The reporter considered arthralgia, complication of device insertion, device dislocation, rash and teeth brittle to be related to essure. The reporter commented: due to the failure of essure on the right, on or around (B)(6)2012, a second attempt to place essure was made but was unsuccessful. The plaintiff still has the essure device surgically implanted in her left side fallopian tube. Diagnostic results: on (B)(6)2012: hysterosalpingogram - showed occlusion of the left fallopian tube but that the right tube was patent and the essure coil had migrated into right hemipelvis. On (B)(6)2013: laparoscopy: two filshie clips were placed on the left fallopian tube. The right tube was cauterized since there was no essure coil found in the tube. The right essure device was located in the omentum. The omentum was then pulled down into the pelvis, and the essure coil and a surrounding segment of the omentum was removed from the abdomen. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.